Event description:
Two patients with discrepant calcium and/or bicarbonate results. Pt 1, initial calcium result 0.2 mg/dl, repeat 9.8 mg/dl; initial bicarbonate result 1 mmol/l, repeat 29 mmol/l. Patient 2, initial bicarbonate result 1 mmol/l, repeat 27 mmol/l. Initial results were not reported. The field service representative determined mechanical failure to be the cause and replaced the sampling mechanism assembly. Performance tests performed which were within specification.